Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement: (B)(6), (B)(6) 2018 . The drill tip broke whilst trying to prepare the acetabulum for a screw during this case. Both pieces of the broken drill bit were retrieved, and the screw hole preparation was completed with a different drill bit. 1 minute delay to procedure. No ae to patient. Patient initial d.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.